Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/11/2015.

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hysterectomy.according to the reporter: the surgeon was using the device and was closing the vaginal cuff. At some point, the needle broke off in the tissue. Half the needle was in the patient and half the needle came out with the device. The surgeon spent 15 minutes retrieving the broken needle. Patient is fine now.